Event description:
It was reported that during an atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that when removing the dilator from the faradrive sheath in the left atrium (la), the physician was unable to aspirate blood back. The phyician then attempted recrossing the septum to ensure they were in the la and still blood was unable to be aspirated back. The physician then opted to replace the sheath with another sheath to complete the procedure. The procedure was completed successfully without patient complications. The sheath is not expected to be returned as it disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.